Event description:
Surgeon was using the nerve hook during the procedure. When the surgeon passed the nerve hook back to the scrub nurse, the nurse immediately noted that the tip of the nerve hook was missing. The nurse immediately notified the surgeon. The surgeon retrieved the tip of the nerve hook and passed it to the scrub nurse. Scrub nurse then passed both pieces of the nerve hook off the sterile field. All parts of the nerve hook were accounted for.what was the original intended procedure?posterior lumbar microdisectomy right lumbar.